Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the returned data as well as the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned data was inspected. The inspection revealed that the clinical observation resulted from an invalid memory content. An evaluation of follow-up data obtained after re-initialization showed no anomalies. However, analysis revealed that before this time, invalid memory content was detected four times in the same memory area. Based on the information available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. A damaged memory cell, which may lead in the future to another invalid memory content, cannot be excluded. Should further relevant information or the device itself become available, this investigation will be updated.

Event description:
This device was unable to be interrogated. A ram dump attempt was also unsuccessful. Device remains implanted at this time. No adverse patient events were reported. Should additional information be received, this file will be updated.